Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon used the device with a seamguard tissue reinforcement for the first two staples that were fired. After that, he used another device with a seamguard tissue reinforcement until the stomach was fully transacted. When opening the instrument after firing the last staple, the doctor noticed that the instrument had cut but not sutured, and all the staples were open. The surgeon tried to fix the problem by using another device but the same results occurred. The surgeon converted the procedure to a laparotomy. There was tissue loss but no additional blood loss. Delay in operative time was 20 minutes.

Manufacturer narrative:
(B)(4). (B)(4).